Event description:
The customer reported multiple symptoms with the device including the battery not charging, getting the error message "service needed", op check fails and will not even boot up. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported multiple symptoms with the device including the battery not charging, getting the error message "service needed", op check fails and will not even boot up. There was no reported pt involvement. The device was evaluated at philips. The symptom was clarified as the device would not complete the boot up process and the system would crash. There was no other problems found with the device. The processor pca was replaced to resolve the issue.